Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, there was a cutting clip. This caused a benign bleeding during the operation. Another device was used to complete the case.

Manufacturer narrative:
Tracking # (B)(4). Date sent: 02/18/2010. Device was not returned. Evaluation summary: the device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.